Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain / pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menometrorrhagia ("irregular and heavy menstrual periods"), tooth disorder ("dental issue"), vertigo ("vertigo") and alopecia ("excessive hair loss"). The patient was treated with surgery (underwent total hysterectomy and essure coil removal). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menometrorrhagia, tooth disorder, vertigo and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, menometrorrhagia, pelvic pain, tooth disorder and vertigo to be related to essure. The reporter commented: patient is (B)(6). Patient had not experienced this combination of symptoms and she had no problem with going about her daily life. Patient sought treatment for her symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain / pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) , the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menometrorrhagia ("irregular and heavy menstrual periods"), tooth disorder ("dental issue"), vertigo ("vertigo") and alopecia ("excessive hair loss"). The patient was treated with surgery (underwent total hysterectomy and essure coil removal). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menometrorrhagia, tooth disorder, vertigo and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, menometrorrhagia, pelvic pain, tooth disorder and vertigo to be related to essure. The reporter commented: patient is 38 years old. Patient had not experienced this combination of symptoms and she had no problem with going about her daily life. Patient sought treatment for her symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain / pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menometrorrhagia ("irregular and heavy menstrual periods"), tooth disorder ("dental issue"), vertigo ("vertigo") and alopecia ("excessive hair loss"). The patient was treated with surgery (underwent total hysterectomy and essure coil removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menometrorrhagia, tooth disorder, vertigo and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, menometrorrhagia, pelvic pain, tooth disorder and vertigo to be related to essure. The reporter commented: patient is 38 years old. Patient had not experienced this combination of symptoms and she had no problem with going about her daily life. Patient sought treatment for her symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case was found to be duplicate of (B)(4), all information from this case transferred to case (B)(4). No new follow-up information was received from the reporter. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.